Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose value was 190 mg/dl. The customer reverted to an alternate method in insulin therapy. It was also reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable.